Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation evaluated the device and logs, and the device performed to specification. The battery was found to be depleted. This report has been attributed to unaddressed advisory messages. Review of the logs showed low battery error messages for years before it was addressed by the user. The device will communicate to the user that it is not rescue ready by providing auditory beeps every 30 seconds and displaying a red rescue ready (nvi) indicator. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.